Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
Reference MDR #1219856-2010-00802 for the first event, MDR #1219856-2010-00803 for the second event and MDR #1219856-2010-00805 for the fourth event the same pt. It was reported that this is the third intra-aortic balloon (iab) insertion attempt. The pt was in cardiogenic shock. The decision was made to use intra-aortic counter pulsation. While in the cardiology unit, during insertion of the iab with the super arrow-flex (saf) sheath into the pt's left femoral artery, the proximal tip of the balloon blocked at the end of the saf sheath. The iab and saf were removed. As a result, the md requested another iab kit for the insertion and switched to the right femoral artery. The pt did not receive intra-aortic counter pulsation. There was no reported pt death. The pt status was critical.